Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a crack in case and the ring in the reservoir compartment is missing. The insulin pump was not bumped or dropped. The customer does not know how it happened. The insulin pump is returning.

Manufacturer narrative:
Pump received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label, cracked belt clip slot, cracked lcd window, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window.